Event description:
The patient received the trial scs system on (B)(6) 2011. It was reported intraoperative testing revealed invalid lead impedances. The physician used a new lead to successfully complete the procedure.

Manufacturer narrative:
Results - the complaint was not confirmed. As received the lead was visually examined under the microscope and no visual anomalies were found. Conductivity test passed all channels. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.